Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement and subsequent concerns about an infusion set that had been pulled out, reinserted, and taped, followed by a persistent insulin odor and continued elevated glucose despite later meal announcements. Symptoms included elevated blood glucose up to 297 mg/dl without ketone testing, without alerts above 300 mg/dl for over 90 minutes, and without acute complications. Outcomes included no use of backup therapy, no medical intervention, and no assistance required. Investigation included complaint history review, user interview, and troubleshooting with education on proper meal announcements and infusion set replacement. Investigation of this case revealed a likely infusion site or delivery integrity issue consistent with partial insulin delivery after reinsertion of the set, with improvement after replacing the infusion set. It was concluded that hyperglycemia occurred with a cause that remains unclear, though consistent with user error related to infusion set handling and a missed meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.